Event description:
On (B)(6), the patient underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using two conformable gore® tag® endoprostheses (tgu343420j-distal, tgu404020j-proximal). Prior to the implantation of the devices, the left subclavian artery was embolized with coil, and a debranching surgery was performed between the ascending aorta to the left axillary artery, the left common carotid artery, and the right axillary artery. A contralateral leg component of the gore® excluder® aaa endoprosthesis was implanted in the brachiocephalic artery as a "chimney." After the implantations of the devices, angiography showed a type a dissection developed at the proximal end of the tgu404020j. Open thoracic repair was performed whereby a portion of the tgu404020j was explanted and the ascending aorta was replaced with a vascular graft. The patient tolerated the procedure. The physician reportedly stated that the proximal edge of the tgu404020j landed at the curve and the patient's aorta was fragile, which contributed to the occurrence of the dissection.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.